Event description:
Issue with bard urinary drain bag ref: 154006 (B)(6) after turbt bladder surgery on (B)(6) 2023 a foley catheter was inserted and attached to a bard drainage bag. Under some conditions the bag may create a suction effect when drained. Which could lead to a bladder infection. Below is a description of the event and my understanding of the root cause. After emptying the bag a third time, I noticed the bag was no longer limp. Instead of being filled with air above a pool of urine, the clear front and rear bag surfaces had collapsed together, sucking down over the air vent which normally allows the bag to drain without creating a suction effect on the catheter (tyvek/porex?)the air leak was effectively sealed shut and no longer assured the inside of the bag remained at atmospheric pressure. In addition, without a functional air relief valve, surface tension prevented air from leaking back into the bag through the manual drain when it was opened. Without a secondary air path, as urine drained from the bag through the manual drain valve, a negative pressure developed inside the bag. It looked like a food-saver vacuum bag! This negative pressure sucked on the bladder, and could only be relieved by air leaking between the catheter and the urethra. Foamy urine was the result, but more importantly, the inward leak could transport bacteria into the body and trigger a uti. By manipulating the bag carefully, I was able to unstick the air vent, and then make sure the bag was half-filled with air by gently "fluffing" the bag each time after emptying. Clearly an issue for the average patient or caregiver. One solution is to move the air vent so it cannot be sealed inadvertently. I suggested to bard they move the vent to the rear (white plastic) surface under the anti-reflux plenum. This would completely prevent a potentially serious reverse flow from ever re-occurring. I recognize from a manufacturing perspective that adding a vent to the rear surface is less convenient, but feel it addresses an important safety issue.